Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with shortened battery life. Upon inspection the reporter noted that there was moisture in the pump, but could not verify any other damage to the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed moisture behind the display lens. The pump would not power on. The original complaint of short battery life could not be adequately tested due to moisture damage and inability to power on the pump. Leak testing revealed a display lens leak. There was evidence of moisture contamination found throughout the inside of the pump.